Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Errors 0300, 0015, and 0806 were found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported the unit of measure of her unlocked freestyle flash meter changed. There was no report of death, serious injury or mistreatment associated with this event.